Manufacturer narrative:
Concomitant medical products: non-bd used microclave. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse had to change out the newer extension set with the 0.2micron filter 3 separate times due to the device alarming "patient side occlusion". The nurse checked the patient's IV site for patency which had good blood return. The nurse eventually switched to one of the previously used extension set material numbers and added a filter to have the infusion complete without further complications. The nurse noted that the previous extension set that they used was 2ml, whereas this extension set is for only 0.6ml. It is also noted on the attached picture that the male luer appears to be broken or inappropriately separated. It is noted that the product has a spin collar male luer.